Event description:
Customer states that when running the synchron lx20 in sector/cup mode and using the datalink data mgmt system, a pt result was merged with the incorrect pt demographics. Customer did not assign a sample i.d. Number to the pt sample in question.